Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the doctor tried to incise the duodenal papilla with kd-v411m-0725, the knife wire broke during output. The broken part did not come off and no injury to the patient. According to the reporter, since a slight incision was possible, the operation was completed as it was. Afterwards, when the doctor tried to remove the stone with the fg-v451p device, the papillary incision was too loose to remove the stone from the bile duct and when tried to pull it out while moving the handle part, the basket wire part was deformed, noticed that the part of the tip protruded outside. The stone was retrieved, quarrying completed and no additional procedures or adverse health effects have occurred to the patient. The intended procedure was completed with the same set of equipment with no patient harm, no user injury reported due to the event. This event includes two (2) reports. Report with patient identifier (B)(6) ( kd-v411m-0725-single use 3-lumen sphincterotome v ). Report with patient identifier (B)(6) (fg-v451p single use retrieval nitinol basket v ). This report is for report with patient identifier (B)(6), ( kd-v411m-0725-single use 3-lumen sphincterotome v ).

Manufacturer narrative:
The device model kd-v411m-0725 was returned for evaluation. The lot number was 24k with supplementary information number of ¿01¿. (M-bc manufacture date: (B)(6) 2022. Device evaluation, the following were noted: the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. ·length of cutting wire. ·length of coated portion. ·operation of cutting wire. IFU (instruction for use): this instruction manual contains the following information. (Drawing no.gk6224 revision no.8). Therefore, it would be possible to prevent this event from occurring. ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the result of confirmation/evaluation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following description below. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. In addition, the tear of the coated portion of the cutting wire can replicate by the following mechanism: 1. Raise the forceps elevator of the endoscope. 2. Once the cutting wire deflects, the coated portion of the wire comes into contact with the metal part of the distal end of the endoscope. 3. The cutting wire was moved back and forth under the circumstances described above 2, causing the coated portion to tear. Based on the evaluation, it is possible that the slider was slightly pushed hard. This possibly caused the cutting wire to deflect. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report includes information added to g2 and h6.